Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the past, the patient had withdrawal following a refill session. It was reported that at that time, the patient's physician switched his medication from morphine to fentanyl. The patient experienced withdrawal and went to the emergency room. It was also reported that at some time in the past the patient had a fractured catheter. The patient stated that the catheter issue was resolved. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.